Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months, due to unknown reasons. Through follow-up with the health-care provider, a copy of the operative report was received for the surgery occurring approximately 1 month and 4 days before the patient's death. Unfortunately, no information regarding the device or event were learned.

Event description:
Customer's daughter thought she was supposed to give insulin when the blood sugar is low, gave 50 units of novolog based upon a compact plus result of 40 mg/dl. Result 45 minutes later was 30 mg/dl. Paramedics were called, their system result was 28 mg/dl 15 minutes after the 30 mg/dl. Customer hospitalized for 6 days. A request was made for the return of the system and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.